Event description:
It was reported that left hip revision surgery was performed due to pain and other complications.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup and stem. Similar complaints have been identified for the hemi head and sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s motor vehicle accident and open reduction internal fixation had on her pain and clinical status as well as the vertical orientation of the shell. The infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. Elevated metal ions and fluid within the hip joint/bursa as well as intraoperative findings metal stained synovium can be seen as a result of metal debris: however, changes in position of the acetabular cup could also accelerate wear and lead to metal debris. The root cause of the reported vertical position of the acetabulum and metal debris cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.